Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of the grips. There was a .058 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Evidence not conclusive, but bent damage was likely due to mishandling. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cystectomy procedure, inserted fenestrated bipolar forceps instrument and notice it was bent. Did not use again. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.